Event description:
During a clinic follow-up, an increase in the defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. Technical support was contacted and the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was unable to be performed as the serial number provided (pr19595) is not valid and does not correspond with an abbott product.